Event description:
During the implant procedure, the inspire tunneling tool punctured the external jugular vein resulting in bleeding. An additional incision was made in the neck to stop the bleeding, resolving the issue in surgery.